Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. The alarms were confirmed through a review of the event history log. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.